Event description:
After the atrial fibrillation procedure, the patient had a stroke. During the procedure, there were impedance rises during ablation on the septum. The patient had a floppy fosa which was shown on both the preoperative CT and toe guided transseptal. A trans-oesophageal echocardiogram was performed for transseptal guidance and to check thrombus. No adverse events were reported during the case and no product performance issues were noted by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). In addition, the communications hub indicates that the physician noticed impedance rises while ablating. The physician was told to check the tip of the catheter for char after the impedance rises but decided to continue without checking. The IFU precautions ¿a temperature or an impedance rise (the set limit is exceeded) may result in rf current interruption and may potentially be caused by coagulum or char formation at the catheter¿s tip. In this case, the catheter should be removed, and the tip cleaned of coagulum.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown.